Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable albt2 tina-quant albumin gen.2 result for 1 patient sample tested on a cobas 8000 cobas c 502 module. The initial albt2 result was 0.1 g/dl with repeat results of 31.8 g/dl and 30.8 g/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The albs2 reagent lot was 340223 with an expiration date that was not provided. Following the erroneous result, qc testing was performed with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The alarm trace showed an abnormal sample aspiration alarm. Calibration and qc information were stable and the instrument condition was acceptable. The investigation is ongoing.

Manufacturer narrative:
Based on other issues the customer had on the same day for other samples that came from the same unit in the hospital, a pre-analytical issue was confirmed.